Event description:
Patient presented with high lead impedance and was referred for a revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent a lead revision surgery. The explanted lead was noted to have been discarded after surgery.